Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR can be performed since the lot number is unknown.

Event description:
It was reported that a needle length issues were found before use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "since (B)(6) 2019, some needles are short and other needles are bent. The issue never occurred before. The issue occurs twice per polybag."

Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned photos and samples was carried out and a bent patient end of cannula was observed on both samples. No manufacturing related issues were observed. Due to the condition the samples were returned measurement of the cannula cannot be carried out. No DHR review can be carried out as lot number is unknown. No manufacturing related issues were observed on the returned samples or photos therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that a needle length issues were found before use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "since (B)(6) 2019, some needles are short and other needles are bent. The issue never occurred before.the issue occurs twice per polybag."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle length issues were found before use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "since (B)(6) 2019, some needles are short and other needles are bent. The issue never occurred before. The issue occurs twice per polybag."